Manufacturer narrative:
Additional information: a2, a6, b3, b5, b6, h6 (e2327 added), h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. According to the coolsculpting user manual, under rare adverse events, cold panniculitis results from injury to adipose tissue exposed to cold and may result in a mild to severe inflammatory response. In mild cases, the symptoms are self-resolving and may include redness, swelling, skin nodules, warmth, tenderness, and possible low-grade fever. These cases typically resolve without long-term sequelae. In more severe cases, an intense inflammatory response may result in more extensive tissue damage, including fat necrosis, which may require medical or surgical intervention. Based on previous reports received, panniculitis typically resolve from 2 weeks to 2 months. However, the rate and pattern of recovery may still vary from patient to patient. Device information: coolsculpting system serial number: (B)(6). Catalog number: sa16789 lot number: ni UDI: (B)(4). Manufacturing date: 08/april/2016 coolsculpting system serial number: (B)(6). Catalog number: sa16789 lot number: ni UDI: (B)(4). Manufacturing date: 12/september/2016 cooladvantage applicator.

Event description:
Allergan aesthetics received a report from a patient treated with coolsculpting system to the lower abdomen and area above the rib case and possibly developed paradoxical hyperplasia (ph) to the lower abdomen. The patient indicated that they had received ultrasound (at a different medspa) and received venus heat therapy. Abbvie medical safety determined that the pain is likely an inflammatory and this is not reportable. Ultrasound results of abdomen dated (B)(6) 2025 were provided. The reason for the ultrasound was reported as fat necrosis of abdominal wall. Therefore, previous e2326- inflammation and replaced with e2327- fat necrosis.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report from a patient treated with coolsculpting system to the lower abdomen and area above the rib case and possibly developed paradoxical hyperplasia (ph) to the lower abdomen. The patient indicated that they had received ultrasound (at a different medspa) and received venus heat therapy. Abbvie medical safety determined that the pain is likely an inflammatory and this is not reportable.

Manufacturer narrative:
Additional information: a4 (weight), a4 (weight units), b5, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Device information: coolsculpting system. Serial number: (B)(6). Catalog number: sa16789. Lot number: ni. UDI: (B)(4). Manufacturing date: 08/april/2016. Coolsculpting system. Serial number: (B)(6). Catalog number: sa16789. Lot number: ni. UDI: (B)(4). Manufacturing date: 12/september/2016. Cooladvantage applicator.

Event description:
Allergan aesthetics received a report from a patient treated with coolsculpting system on (B)(6) 2023 to the right middle abdomen, left middle abdomen, right lower abdomen, and left lower abdomens using cooladvantage cores applicator, on (B)(6) 2023 to the right middle abdomen and left middle abdomen using cooladvantage cores applicator, and on (B)(6) 2023 to the left lower abdomen and right lower abdomen using cooladvantage cores applicator. The patient possibly developed paradoxical hyperplasia (ph) to the lower abdomen. The patient indicated that they had received ultrasound (at a different medspa) and received venus heat therapy. Abbvie medical safety determined that the pain is likely an inflammatory issue and this is not reportable.

Event description:
A patient reported possible paradoxical hyperplasia or lipoma and area "is painful and when touched too hard it bruises" on lower abdomen after treatment with coolsculpting system using the cooladvantage applicator. Patient later reported lipoma and fat necrosis. Later customer reported painful, hard, marble size nodules to lower abdomen and patient felt bloated post treatment and has pain to palpation, but no paradoxical hyperplasia. The patient indicated that they had received ultrasound (at a different medspa) and received venus heat therapy.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. According to the coolsculpting user manual, under rare adverse events, cold panniculitis results from injury to adipose tissue exposed to cold and may result in a mild to severe inflammatory response. In mild cases, the symptoms are self-resolving and may include redness, swelling, skin nodules, warmth, tenderness, and possible low-grade fever. These cases typically resolve without long-term sequelae. In more severe cases, an intense inflammatory response may result in more extensive tissue damage, including fat necrosis, which may require medical or surgical intervention. Based on previous reports received, panniculitis typically resolve from 2 weeks to 2 months. However, the rate and pattern of recovery may still vary from patient to patient. Device information: coolsculpting system. Serial number: (B)(6). Catalog number: sa16789. Lot number: ni. UDI: (B)(4). Manufacturing date: 08/april/2016. Coolsculpting system. Serial number: (B)(6). Catalog number: sa16789. Lot number: ni. UDI: (B)(4). Manufacturing date: 12/september/2016. Cooladvantage applicator. Serial number: ni. Catalog number: brz-ap2-160-000. Lot number: ni. UDI: (B)(4). Manufacturing date: 25/may/2016.